Manufacturer narrative:
Additional information received from the clinical database indicated that the patient was admitted for erythema, discomfort in the lower part of sternal wound, and possible recurrence of abscess. The patient had substernal/subxiphoid cellulitis. Computed tomography (CT) scan conducted on (B)(6) 2017 showed two possible collections around the xiphoid process. The patient was treated with intravenous vancomycin (1,500 mg/150 ml four times daily) and zosyn (2.25 grams for four days) during hospital stay. The patient was discharged on (B)(6) 2017 with multiweek course of intravenous ancef (2,000 mg every 8 hours). The patient returned for follow-up visit on (B)(6) 2017. Infectious disease stated patient symptoms had resolved. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
A report was received from the clinical study database that the patient presented to the hospital on (B)(6) 2017 with erythema and discomfort in the lower part of the sternal wound and possible of abscess. Blood cultures were negative. The patient was treated with intravenous antibiotic vancomycin (1,500 mg/150ml x 1). The patient was discharged on (B)(6) 2017. The event was considered resolved on this date. The medical team reported that the event was possibly related to the lvad device. No further information was provided.